Manufacturer narrative:
Continuation of d10: product ID: 203cx, product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. After withdrawing the balloon, a large amount of blood was seen inside the balloon and at the connection of coaxial umbilical cable, and it could not be cleared. The balloon was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Us MDR regulatory report 2649622-2025-24451 and us MDR regulatory report 2649622-2025-24551 were identified as duplicate/the same reported event. As a result, any further follow-up information will be process in us MDR regulatory report 2649622-2025-24451. Product event summary: data files were received and analyzed. The patient files were received and show 15 applications were carried out on the date of the report using a balloon catheter identified as 2af283 of lot number 24109. Six images were received. Four images show two balloon catheters placed on a surface in post-use condition. In one of these images, blood is visible inside the balloon. No catheter identification details, or procedure dates are present in the images. The fifth image was a close-up of a coaxial connector from a balloon catheter, showing visible traces of blood inside. The sixth image displays a 50006 indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Triggered on the screen of a console. No console identification details or procedure dates are present in the images. In conclusion, the received data files confirmed the presence of the reported visible blood. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.